Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt did not wear a mask while performing pd therapy which caused the break in aseptic technique. Subsequently the pt experienced peritonitis. On an unreported date the patient was hospitalized for the event. On an unreported date, the patient was treated with injection (inj) cilanem (500mg, ip-intraperitoneally, frequency not reported), t. Flucon (fluconazole), (150mg, frequency and route not reported) and t. Cifran (250mg, frequency and route not reported) for peritonitis. At the time of this report, the patient remained hospitalized. The outcome of the peritonitis was unknown. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.